Event description:
It was reported that the patient received shocks, which appeared to be inappropriate. There was an episode that consisted of three rounds of anti-tachycardia pacing (atp), then shocks were delivered. There was potential rapid ventricular response (rvr). It was suspected that the discriminator failed to withhold therapy and was not applied. Also, the lead position check had failed on the right atrial (ra) lead and the at/af therapies were disabled. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).